Event description:
Subsequent to the initial MDR, additional information was provided on 04/27/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On(B)(6)2026, the patient was sleeping when her brother found her having seizure. The patients brother told her aunt and they called 911, paramedics arrived at the location and the patient was brought to ER (no information about sensor reading during this time nor bg reading, again). It was unclear what the device malfunction was and how it contributed to the event. Ems checked the bg but she cannot provide any details, the patient cannot provide any details about medication or treatment if there was any. The patient stayed at ER for about 7 hours and was discharged. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.